Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported continuous warning alarm which indicated a leak in the circuit. Performance testing could not reproduce the reported device errors. Based on previous investigations of similar complaints and the available information, the investigation determined that the reported event was due to a software issue. Review of the device logs also revealed occurrences of system faults (sf218 and sf75). It was determined that the faults were most likely due to software upgrade failures. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed investigation site for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a continuous warning alarm of low positive expiratory end pressure at the distributor site. There was no patient injury reported as a result of this incident.